Event description:
Pt with temporary pacemaker on and pacing. At 1642 hours pt alarmed for asystole. Pacemaker was noted to be off. Pacemaker turned on using emergency and battery light flashing indicating low battery. Battery changed. A new pacemaker with new battery was placed on pt. At 0328 hours pt alarmed for pacer malfunction and was asystolic. The pacemaker was off and a new battery was placed. During both events pt was turned on side getting bath. Pt taken to the or for permanent pacemaker.